Manufacturer narrative:
(B)(4). Date sent: 8/26/2016. Batch # n53x2y. The analysis results found that the ecs25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached on the device completely and without any difficulties during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open total gastrectomy, the trocar was drawn back and it had a difficulty in inserting the anvil via a trocar to the patient. The device was used around esophagus and jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.